Manufacturer narrative:
H3- the lenses remain implanted. H6- 4581: unreactive fixed pupil, shallowing of acd,acute fluid misdirection syndrome, synechiae between icl and pupil. Claim# (B)(4).

Event description:
A journal article titled "acute fluid misdirection syndrome in intraocular collamer lens implantation: a case report and review of literature." Reported adverse events associated with an implantable collamer lens (icl) implantation. The patient experienced corneal oedema, shallowing of the ac, transient loss of va, unreactive pupil, acute flid misdirection syndrome, synechia between icl and pupil. The patient was given medication and other surgical interventions. The article concludes "this case suggests an association between preoperative long axial length with anteriorly rotated ciliary processes and intraoperative fluid misdirection in refractive surgery. Pars plana aspiration and transient ciliary muscle paralysis may mitigate this complication."